Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that a (B)(6) patient developed a skin irritation on his back under the therapy electrode pads. The area was described as red and weeping. The patient also reported sweating more since his medication was changed. The patient reported that his family doctor had recommended fenistil but it did not help. The patient then used a cortisone salve and a mild perfume-free lotion and reported that it helped. Follow-up indicated that the affected area was still red and itchy but no longer weeping.